Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available . Upon investigation of the actual device used in this incident, it was determined that unable to issue medication and the button disappeared after hitting issue. A technical support specialist remoted in, tested the drawers in populate buttons and the drawers started working, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux, the user was failed to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.